Manufacturer narrative:
(B)(4). The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the motor device was powerbroken. An assessment was performed and it was found that the device failed the safety assessment (power broken). It was further observed that the lock cylinder and pawl release were damaged and the thermistor had intermittent failure. It was determined that the damaged lock cylinder and pawl release was due to improper use of the disconnect sleeve while the motor was in use. It was further determined that the damaged components was what caused the safety assessment failure. The assignable root cause was determined to be component damage caused by user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair pre-testing, it was determined that the motor device was powerbroken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.